Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Patient demographics. Citation: injury, int.j, care injured 48 (2017) 1236-1242; http://dx,doi,org/10,1016/j.injury.2017,03.021. (B)(4).

Event description:
It was reported via journal article "title: clinical outcome of primary medial collateral ligament-posteromedial corner repair with or without staged anterior cruciate ligament reconstruction". Author/s: vivek pandey*, vikrant khanna, sandesh madi, anshul tripathi, kiran acharya. Citation: injury, int.j, care injured 48 (2017) 1236-1242; http://dx,doi,org/10,1016/j.injury.2017,03.021. The purpose of this retrospective evaluation study was to report the clinical outcome of primary repair of medial collateral ligament (mcl) and posteromedial corner (pmc) with or without staged acl reconstruction. From jan2007 to jan2014, 35 patients with complex injury to the mcl-pmc-acl underwent primary repair followed by rehabilitation with some underwent acl reconstruction (n=20; n=19 male and n=1 female; mean age of 35.9 years [ranged 18-55 years]) and conservative treatment for the acl tear (n=15; n=10 male and n=5 female; mean age of 35 years [ranged 21-51 years]). Several no. 2 ethibond (ethicon, johnson and johnson, USA) sutures are placed in the posterior capsule, but left untied. The mid-substance tear of pol was repaired using no.2 ethibond suture. The vertical incision of layer I was closed using absorbable no. 1 -0 vicryl suture (ethicon, johnson and johnson, USA). Complication included local infection with discharging sinus at mcl-pmc repair site (n=3) with no deep-seated intraarticular infection. All of them needed surgical debridement and culture sensitive antibiotics which led to subsidence of infection without any recurrence. Primary mcl-pmc repair renders the knee stable in coronal plane in both the groups and further acl reconstruction adds on to the stability of the knee providing a superior clinical outcome.